Manufacturer narrative:
. . Section e1: (telephone number): (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the physician was preparing the preloaded monofocal intraocular lens (iol), model dib00, the posterior haptic was found to be fractured, making the lens unusable. No additional information was provided.